Manufacturer narrative:
Based on the claim against the product by the customer noting engagement issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to fail mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. A review of log showed an error code 22020 "installed tenaculum forceps failed to engage on universal surgical manipulator (usm) 3 (wrist pitch axis failed to engage)" confirming the engagement failure. Common causes of engagement failures are attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. The complaint regarding engagement issues was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. An additional observation not reported by the site included that the instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of broken pitch cable is attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. The root cause of dislodged pitch cable at the proximal end is attributed to component failure. The instrument was found to have a dislodged flush tube guide. The instrument¿s housing was removed, and the flush tube guide was found to be dislodged. Common causes of this failure are attributed to mishandling/misuse. The instrument was found to have dried residue on the clamping pulleys. Common causes of this failure mode are typically attributed to mishandling/misuse, such as improper cleaning/reprocessing techniques, such as insufficient flushing. This complaint is being reported based on the following conclusions: failure analysis found the tenaculum forceps instrument to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci- assisted myomectomy surgical procedure, the tenaculum forceps instrument failed to engage. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, but no further details were available.